Manufacturer narrative:
The customer declined to have the device serviced. The device was returned to the customer as is. No testing was performed, and a defective sticker was placed on the device.

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator's touchscreen could not be calibrated. There was no patient involvement when the issue occurred. No patient or user harm reported. The se noted that a replacement touchscreen would need to be ordered. Investigation ongoing / resolution pending.